Event description:
User reports getting discrepant results for approx 75 pt samples for multiple tests. Only the following 4 examples were provided: repeat testing occurred in 2008. Sample 1, initial albumin gave 5.8mg/dl; repeat gave 4.2 mg/dl. Sample 2, initial potassium gave 5.74 mmol/l; repeat gave 5.01mmol/l. Sample 3, initial glucose gave 150 mg/dl; repeat gave 104 mg/dl. Sample 4, initial co2 result 41.8 mmol/l, repeat 26.4 mmol/l. Erroneous results were reported. Pts not adversely affected. The field service and technical service rep were unable to determine an exact root cause, but noted a clot may have been introduced in the system from a pt sample which worked its way through the system.